Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor download data revealed several instances of a service code 107 (multiple abnormal shutdowns).

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 107) has been confirmed. Upon investigation the monitor passed functionality testing. Several instances of a service code 107 and abnormal shutdowns were confirmed in the device download data but could not be duplicated during the investigation. The monitor computer/analog pca was replaced as a precautionary measure. The presence of a service code 107 in the download data does not in and of itself prevent the monitor from performing its essential functions of detecting and treating an arrhythmia. In accordance with an internal risk assessment, these repeated abnormal shutdowns are being reported out of an abundance of caution. No adverse event resulted from the abnormal shutdowns.